Event description:
Additional information received reported that the neurostimulator was explanted after 14 days of service life because of premature battery depletion. There was no patient complication.

Event description:
It was reported that the implantable neurostimulator (ins) reached end of service (eos) after 14 days of being implanted. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).